Event description:
Product analysis for the patient¿s generator was completed and approved on 05/26/2015. It was confirmed by product analysis that the battery was depleted. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
On (B)(6) 2015 the patient underwent generator replacement. The explanted generator was received for analysis on (B)(6) 2015. Product analysis is underway but has not been completed to date.

Event description:
Clinic notes dated (B)(6) 2015 state that the patient has been complaining of severe burning in is throat. He complains of vns wire sticking out from his neck. The physician is wondering if this is the cause of the patient¿s discomfort. Patient is scheduled for generator replacement and tie-down removal. Further clinic notes state that the patient has palpable tie-downs in the neck. The surgeon¿s plan is for the patient to undergo generator replacement and tie-down removal. For the patient¿s throat burning, the surgeon will perform direct laryngoscopy to get a good look at this throat at the time of the procedure.